Event description:
It was reported that the device was explanted due to premature battery depletion. Patient is recovering. No further information available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information notes that the battery depletion was observed during a routine follow-up. The patient had no symptoms or complications. The patient status was normal and good after replacing the device. The patient will continue to follow-up with the physician.